Manufacturer narrative:
Samples received: 55 unopened pouches. Analysis and results: there are no previous complaints of this code batch. We manufactured (B)(4) units of this code batch. There are (B)(4) units in our stock. We have received 55 closed samples. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.84 kgf in average and 2.02 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: germany it was reported that the needle detached from the thread twice.